Event description:
The customer reported the ac power module failed, connector pulled out and wire broke. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the ac power module failed, connector pulled out and wire broke. There was no reported pt involvement. The ac power module was not sent in for eval. The module was out of warranty. Philips provided the customer the info to replace the ac power module.